Event description:
Healthcare professional reported that approx 2 hours post op, the pt developed sudden and severe hypotension. The pt returned to surgery where a blood clot was observed on the valve. The disc was not tilting freely. The clot was removed and the valve washed with saline. Because it appeared to not function normally it was replaced with a ball and cage valve. The valve was returned for analysis. Add'l info indicated that 8 days post implant with the valve the pt developed low cardiac output, renal failure and septicemia resulting in death.